Event description:
Site biomed reported a fetal heart rate was outside of defined parameters and the visual alarm was not noticed by the staff. The monitoring workstations were only configured for visual alarms and as such no audible alarm was present. The biomed was concerned that the audible configuration may have been turned off by an unauthorized user, and indicated it was possible the outcome would have been different had there been an audible alarm. The biomed requesting the audible alarm be turned on for the workstations in question. This was done and alarms were tested successfully.

Manufacturer narrative:
Specific information regarding the patient outcome, and the event details were not released. The system was evaluated by the manufacturer. There was no system malfunction and the system operated as configured. Investigation of configuration files and system history indicate the configuration was set as defined by the customer. The current alarm configuration settings for all workstations were complied for the customer.